Manufacturer narrative:
An investigation was initiated in response to a customer complaint of obtaining discrepant identification results for a patient isolate in association with the vitek® ms instrument (ref 410895, serial 51430). Initial testing obtained an identification of streptococcus pyogenes. The customer stated that they found this result to be unexpected, so retesting was performed. Repeat analysis with the vitek® ms obtained a result of streptococcus dysgalactiae. The customer sample was not available for investigational testing. Fine tuning: the fine tuning was not in conformance as several mandatory criteria were not met. The fine tuning report indicates that the ratio median of good peaks vs median of bad peaks is very far away from the target. Local customer service (lcs) has been requested to perform a new fine tuning. Spot preparation quality: based on the calibrator ¿all peaks¿ values, the sample preparation appears to be good. Sample data analysis: by reprocessing the customer data with vitek ms kb v3.2, spectra led to single choice to s. Pyogenes and a no ID. The potential misidentification to s. Pyogenes was obtained with a low identification scores (-0.31) which is near the acceptable limit for giving an ¿identification¿ result or a ¿no identification¿ result (-0.4). As the calibrator ¿all peak¿ values are quite high (between 120 and 140) and as the fine tuning report indicates that the ratio median of good peaks vs median of bad peaks is very far away from the target, it means that spectra could be noisy. Based on this finding, the small peaks threshold level was modified in order to remove interfering peak (noise). This reprocessing allows to get a low discrimination to streptococcus dysgalactiae ssp dysgalactiae - streptococcus dysgalactiae ssp equisimilis - streptococcus pyogenes instead of the potential misidentification to streptococcus pyogenes. These results could be explained by the presence of an important level of interfering peaks. It could be link to the non-optimal fine tuning. Expected identification after investigation: unknown; the strain is no longer available, therefore no further investigational testing can be performed to confirm the identification. To confirm identification, sequencing is the reference method. Complaint trend analysis and device history record: complaint trending analysis identified that since january 2016, 24 complaints have been recorded for streptococcus species misidentified as streptococcus pyogenes (2 out of 24 complaints were with knowledge base kb v3.2, the other complaints were with older kb versions). Biomérieux assessed the risk associated with this issue and determined that the overall risk is irrelevant. A biomérieux design change request has been initiated to research the feasibility of providing improved speciation for streptococcus strains. Root cause: the cause for the misidentification was determined to be due to non-optimal fine tuning. Additionally, a biomérieux design change request has been initiated to research the feasibility of providing improvements to the knowledge base with respect to streptococcus species.

Event description:
A customer in (B)(6) notified biomérieux of obtaining discrepant identification results for a patient isolate in association with the vitek® ms instrument (ref, serial: (B)(4)). Initial testing obtained an identification of streptococcus pyogenes. The customer stated that they found this result to be unexpected, so retesting was performed. Repeat analysis with the vitek® ms obtained a result of streptococcus dysgalactiae. There is no indication that the customer performed alternative test methods to confirm the expected identification. There is no indication or report from the customer that the discrepant identification results led to any adverse event related to the patient's state of health. A biomérieux internal investigation has been initiated.